Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed the rv lead dislodgement. During the lead repositioning procedure, it was observed that the torque wrench was unable to remove the set screw from the header. A new torque wrench was used to continue the surgery. Additionally, the set screw and grommet were detached from the pacemaker. The pacemaker and the rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the setscrew being difficult to untighten was confirmed. Final analysis found that incorrect wrench insertions by the user/physician led to stripping of the setscrew inset. The cause of the reported event was incorrect use of the torque wrench by the user/physician.